Event description:
It was reported that the patient presented for a scheduled procedure. Prior to the procedure, an interrogation was performed and automative mode switch and oversensing noise was observed on right ventricular lead (rv) causing pacing inhibition. It was noted that during the procedure, the lead was twisted, and the outer insulation layers had worn through. The physician elected to leave the lead in situ as there was no brady indication and reprogrammed the device. The patient was in stable condition.